Manufacturer narrative:
(B)(4). D10: cat #: 010002725 / g7 32mm ball impactor / lot #: zb170101. Visual examination of the returned product identified the inserter had scuffing to the shaft and taper leading to the handle. The rubber of the handle had been damaged. There were indentations to the strike plate and the threads had been deformed and fractured. The impactor ball had damage to the od and to the threads. Due to the damaged threads no further analysis was performed. The complaint was confirmed based on the evaluation of the returned device. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure, the liner impactor head was stripped causing the impactor handle to also strip. As a result, the head did not seat on the handle correctly. It was reported that no further information is available.